Event description:
Blood leaked at the connection area between hub and catheter immediately after insertion. There was exposure to mucous membranes as a result of the leakage. The leakage was not critical to the health of the pt.

Manufacturer narrative:
The sample was received (B)(4) 2011 and sent for decontamination. Pt info and additional info regarding this incident is not available. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).